Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1217052-2025-00087. The date of that submission was 7/15/2025. H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that the hub was cracked, and the vaccine leaked out, so another dose was drawn and a new needle was used before vaccine administration. There was no patient harm and no medical intervention required. The outcome was resolved by vaccine redrawn/readministered.